Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 450 mg/dl. The customer stated that the insulin pump alarmed no delivery several times on the day of the event. The customer stated that she removed the reservoir from the insulin pump and could not push insulin out of the tubing by hand. The customer stated that she thinks the reservoirs are expired and that they were exposed to extreme heat. The customer also stated that her glucometer ran out of battery the night before the event and she could not check her blood glucose. Nothing further was reported.

Manufacturer narrative:
(See scanned page).